Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height drawer 2-2 all pockets were failed. The field service engineer cleaned the contacts on controller board and secured connections to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system the auxiliary drawer 2.2 cubie was failed. The customer stated that this malfunction occur while the user was trying to issue medications to the patient. There were no adverse events or injuries reported based on this incident.